Manufacturer narrative:
(B)(4).

Event description:
New information received notes that fracture and high, out of range, low voltage impedance was observed on the rv lead. High voltage impedance was not observed as initially reported.

Event description:
It was reported that patient presented in clinic after receiving an alert for high, out of range, high voltage lead impedance. Upon testing in-clinic, the impedance was found to be within range. Lead was capped and replaced. Patient is well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.